Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the imaging catheter could not show the image. During a percutaneous coronary intervention (pci), an atlantis¿ sr pro imaging catheter was selected to view an unspecified target lesion. However, it was noted that the imaging catheter could not show the image. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a hole in the sheath lap joint assembly.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that the sheath was found damaged, a kink on the lap joint assembly was encountered generating a hole in this section. Impedance testing shows a good unit wave form. Imaging characterization could not be performed since fluid was leaking from the hole at the sheath lap joint assembly when the catheter was flushed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).